Event description:
Bladder perforation on patient's left side. Contrast was seen coming out of the sheath. Trocar was repositioned and balloon was delivered. The balloon was seen on the cystoscopy in the patient's urethra at the bladder neck. Device was removed and trocar was repositioned more distally. Both devices were delivered and devices were not seen on cystoscopy. Patient was sent home with a catheter for 5-7 days. Post-ralp patient with radiation.